Event description:
It was reported pt indicated return of symptoms. The pt indicated she had been in pain since friday. Pt stated she had dilaudid in pump. The pt thought her pump was clogged because last month the same thing happened but it went away after a few days. Pt did not tell her hcp of the last incident. Pt had contacted her hcp, but had not heard back yet. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2016. It was reported that the catheter had a kink, and the patient was told it had crystallized. The issue was reported to be resolved.